Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, the device failed a step during testing. The device's system board was replaced to address the issue.